Manufacturer narrative:
Report required by FDA for eua. Relates to (B)(4) (3014862188-2022-00549, 550, 552: tests 1, 2, 4 of 4).

Event description:
User reported 4 false positive results. Negative by follow up test. Type or method of follow-up test not specified. This is report 3 of 4.